Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Blood glucose was unknown. Customer reported that insulin pump is not turning on. Customer reported that she tried several batteries and not turning on. Customer reported that this is happen after she changed the battery. Customer stated that the battery cap the metal came off. Customer stated the display was not blank less than 30 seconds. Customer stated that the display is blank currently. Customer states the contacts on the battery cap are damaged. The insulin pump will not be returned for analysis.